Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, same day post implant, the patient experienced unspecified symptoms related to non-capture. It was also reported that the right ventricular (rv) lead exhibited non-capture. The patient was transferred to the cardiac intensive care unit (ccu). The rv lead remains in use. No further patient complications have been reported as a result of this event.